Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form additional information was requested and the following was obtained: can you confirm if this is same breast wound taken at different dates? Yes. Are the photos of 2 different breast wounds from same patient? Yes. Was the original procedure bilateral? No. What was the date of the procedure? (B)(6) 2018. Were the 2 photos from the same patient breast on diff dates? Yes, one photo was taken on (B)(6) (9 days post-op), the other photo was taken on (B)(6) (11 days post-op). Did the patient have a pressure dressing applied post op? Yes, put gauze with bandage after applying dermabond. What date did the reaction occur post op? (B)(6) (7 days post-op). What is the physicians opinion of the contributing factors to the reaction? Skin allergy. Was there any dermabond deficiency noted prior to, during or post operatively? No. How was the reaction treated (product removed; reoperation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify - product removed, prescription steroids (mycomb), and antibiotics prescribed. Was the site cultured? If so, what bacteria were identified? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Yes. Were any patch or sensitivity tests performed? No. Do you have the lot number involved? Not available. Is the product or representative sample (product from the same lot number) available for evaluation? Not available. Patient demographics: initials / ID; age or date of birth; bmi ; gender - female, (B)(6), bmi: unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) - no. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No. What is patient current condition? The doctor used anti-allergic medicine as a treatment. The condition has improved. However, it is possible to become a permanent red scar in the future.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2018 and topical skin adhesive was used. On (B)(6) 2018 the patient developed an allergic and swelling reaction. The patient was treated with prescription steroids, antibiotics and anti-allergic medicine. The patients condition has improved. However, it is possible to become a permanent red scar in the future. The patient is hypersensitive to pressure sensitive adhesives. Additional information has been requested.